Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however found a cracked retainer during visual inspection. Successfully downloaded pump history files and traces using thus software and successfully uploaded pump to carelink generating carelink reports. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a replace battery alert on the event date of 02/17/2023 at 16:56:00.000. Pump alarmed t low battery alerts on the event date of 02/17/2023 at 07:25:00.000 and 17:04:00.000 and both were expected. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken battery tube threads, end cap address label missing, cracked retainer, broken belt clip rails, and cracked reservoir tube lip. Unable to download or upload was not confirmed during testing. Battery lasts less than expected was not confirmed. Cosmetic damage was confirmed found at the clip rails. Retainer ring damage was confirmed. Moisture damage was confirmed found on the pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump battery lasts less than expected and the pump was not working properly and also received battery error. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue the use of the device on receipt and replacement of the pump and it will be returned for analysis.